Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The exact implant date of the bioprosthetic valve was not provided, however the implant year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 20 years post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to moderate stenosis and insufficiency. No additional adverse patient effects were reported.